Event description:
The iab was inserted femorally using an introducer sheath. At the onset of pumping, the pump alarmed and blood was noticed in the helium tubing. As a result of this, the iab was removed and replaced. There were no pt complications.